Event description:
A consumer reported that following intraocular lens implantation, she had glare at night and vision was cloudy. The vision was worse than before surgery. She was not happy with blurry vision and was using old pair of glasses that she can see better while wearing. She stated that her retina doctor recently who tested her vision and thought the lens was about 15-20% off in rotation. She also stated that, she would possibly had a laser vision correction for the refractive error.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided by the reporter (patient), retina doctor recently tested vision and thought the lens was about "15-20% off in rotation". Patient spoke with the surgeon who will evaluate for possible laser vision correction for the refractive error. Patient will update company as needed. The manufacturer internal reference number is: (B)(4).